Event description:
It was reported that while replacing a pump on day of report due to normal longevity, the healthcare provider (hcp) was unable to aspirate the catheter so they replaced it with a new one. It was noted that patient would have two follow up appointments. The pump system was delivering gablofen. Additional information received reported it was unknown why it was difficult to aspirate the old catheter. It was noted that they tried to aspirate the old catheter with the old pump, with little result ¿maybe a droplet.¿ hcp tried to aspirate with both a 1cc and 3cc syringe with no results. It was noted that the catheter was cut and they did not visualize cerebral spinal fluid (csf) dripping out. It was stated that they used fluoroscopy to see if they could identify any kinks or problems, which also appeared to be negative. A new catheter was place. The hcp was unable to remove the existing catheter. It was noted that the patient had to have the medication increased one time in (B)(6). Also it was noted that the patient had an approximately 40 pound weight gain which was attributed to the need for the increase in dose. It was noted that once the new catheter was place, the hcp received great csf flow and the new pump was attached. The physician decreased her daily dose from 880mcg/d to 800mcg/d and was keeping her overnight to monitor her symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type catheter. (B)(4).